Event description:
The customer stated that false positive architect total b-hcg results were generated for one patient. Positive results of 25.71, 35.89, 30.1 and 27.8 miu/ml were generated using two different architect analyzers at the customer site. The sample tested positive at 30.2 miu/ml at another facility that also uses the architect bhcg assay. The customer tested the sample using the axsym b-hcg method and the result was negative at 0.0 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer did not provide the architect total bhcg reagent lot used. Complaint records associated with the architect total bhcg assay were reviewed. The review determined that no adverse trend or non statistical trend exists for the architect total bhcg assay. A labeling review was performed on the associated architect total bhcg reagent package insert and the architect operation manual. The package insert directs the customer to the architect operations manual for information on how to load the reagents onto the instrument correctly and also for troubleshooting information. The architect operations manual also provides extensive information regarding troubleshooting to perform if falsely elevated results are observed. From the review performed, it was determined that the customer has sufficient labeling to aid in troubleshooting this issue. No deficiency was identified.